Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint database and device history record could not be reviewed since the lot number was not provided.

Event description:
The account reported that the catheter was placed in the biliary system and was later found to be fractured on each side of the marker band but did not separate. The catheter was removed in one piece with no consequences to the patient.